Manufacturer narrative:
It was reported that air was noticed at the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath - small when the catheter was inserted. No error messages were observed. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Device evaluation details: on 9/15/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The returned device was visually inspected it was found in normal conditions. Therefore, the device was connected to the cool flow pump and the device pass the test no air burbles observed during the test. A device history record evaluation was performed for the finished device 00001305 number, and no internal action related to the complaint was found during the review. The issue reported cannot be confirmed. The device passed the specification. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001305 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that air was noticed at the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath - small when the catheter was inserted. No error messages were observed. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.